Event description:
Reportedly, during the first in-clinic follow-up performed on (B)(6) 2020, low impedance a & v were measured <200 ohms.

Event description:
Reportedly, during the first in-clinic follow-up performed on (B)(6) 2020, low impedance a & v were measured <200 ohms.

Manufacturer narrative:
The provided information confirmed the reported electrical issue with the atrial lead. The production record review revealed that the vega lead was released following all applicable procedures. Additional investigations are currently ongoing, a new follow-up will be performed as soon as the results are available.

Manufacturer narrative:
Summary of the investigation: the manufacturing process of these units were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the provided pictures of the follow-up report in-clinic revealed that since (B)(6)2020, a few days post implantation, an issue with the positioning of the ventricular and atrial leads could be suspected (decrease in the ventricular and atrial sensing and impedance values). In the absence of any other information / historical programmer files/x-rays, and in the absence of a returned leads (remain implanted), it is not possible to provide a conclusive root cause. Based on the available data, a lead(s) positioning issue or lead(s) insulation issue cannot be excluded. A careful monitoring of the atrial and the ventricular leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during the first in-clinic follow-up performed on september 9, 2020, low impedance a & v were measured <200 ohms.